Manufacturer narrative:
G2: country of event- japan. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lateral lumbar interbody fusion therapy for lumbar degenerative scoliosis. It was reported that the cage broke while inserting the cage into the body while hitting the inserter with a hammer. All were removed and replaced with a new product. Implant was implanted and explanted on both 10/9. The operation was completed successfully. The patient is hcv+, so the customer requested disposal. There was a delay of less than 60 minutes in overall procedure. There were no patient symptoms reported. There were no further complications reported regarding the event.